Event description:
It was reported that there was noise on two episodes recorded when the patient was exercising. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Two ventricular non-sustained episodes at <(><<)>=180 ms occurred on (B)(6) 2013. Concomitant products: 5076 implantable pacing lead (B)(6) 2002. (B)(4).